Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "alarm sounded but alarm message didn't appear because of frozen screen. Ventilation continued. The hospital staff rebooted the device. 'Tf:9914' and 'ventilator unit connection lost' were logged."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: "alarm sounded but alarm message didn't appear because of frozen screen. Ventilation continued. The hospital staff rebooted the device. 'Tf:9914' and 'ventilator unit connection lost' were logged.".